Event description:
An article titled "laryngeal motility alteration: a missing link between sleep apnea and vagus nerve stimulation for epilepsy" was published in 2015 which included adverse events involving 23 vns patients. Twenty-three (23) consecutive patients with medically refractory epilepsy underwent out-of-center sleep testing before and after vns implantation. Eight (8) eligible subjects underwent endoscopic laryngeal examination post-vns implantation. Manufacturer report # 1644487-2015-06755 involves the patient 1 who had laryngeal motility alteration and a new-onset mild/moderate sleep breathing disorder. Manufacturer report # 1644487-2015-06757 involves the patient 2 who had laryngeal motility alteration and a new-onset mild/moderate sleep breathing disorder. Manufacturer report # 1644487-2015-06758 involves the patient 3 who had laryngeal motility alteration and a new-onset mild/moderate sleep breathing disorder. Manufacturer report # 1644487-2015-06759 involves the patient 4 who had laryngeal motility alteration and a new-onset mild/moderate sleep breathing disorder. Manufacturer report # 1644487-2015-06760 involves the patient 5 who had laryngeal motility alteration and a new-onset mild/moderate sleep breathing disorder. Manufacturer report # 1644487-2015-06761 involves the patient 6 who had laryngeal motility alteration and a new-onset mild/moderate sleep breathing disorder. Manufacturer report # 1644487-2015-06763 involves the patient 7 who had laryngeal motility alteration and a new-onset mild/moderate sleep breathing disorder. Manufacturer report # 1644487-2015-06764 involves the patient 8 who had laryngeal motility alteration and a new-onset mild/moderate sleep breathing disorder. Manufacturer report # 1644487-2015-06765 involves the patient 9 who had laryngeal motility alteration and a new-onset mild/moderate sleep breathing disorder. Manufacturer report # 1644487-2015-06766 involves the patient 10 who had laryngeal motility alteration and a new-onset mild/moderate sleep breathing disorder. Manufacturer report # 1644487-2015-06767 involves the patient 11 who had laryngeal motility alteration and a new-onset mild/moderate sleep breathing disorder. Manufacturer report # 1644487-2015-06768 involves the patient 12 who had laryngeal motility alteration and a worsening of sleep breathing disorder when already being diagnosed with obstructive sleep apnea. Manufacturer report # 1644487-2015-06769 involves the patient 13 who had laryngeal motility alteration and a worsening of sleep breathing disorder when already being diagnosed with obstructive sleep apnea. Manufacturer report # 1644487-2015-06770 involves the patient 14 who had a new onset of nocturnal seizures after developing obstructive sleep apnea, after vns implantation. The patient had also a laryngeal pattern with vocal cord adduction during vns stimulation, and laryngeal motility alteration. Manufacturer report # 1644487-2015-06771 involves the patient 15 who had a new onset of nocturnal seizures after developing obstructive sleep apnea, after vns implantation. The patient had also a laryngeal pattern with vocal cord adduction during vns stimulation, and laryngeal motility alteration. Manufacturer report # 1644487-2015-06772 involves the patient 16 who had laryngeal motility alteration. Manufacturer report # 1644487-2015-06773 involves the patient 17 who had laryngeal motility alteration. Manufacturer report # 1644487-2015-06774 involves the patient 18 who had laryngeal motility alteration. Manufacturer report # 1644487-2015-06775 involves the patient 19 who had laryngeal motility alteration. Manufacturer report # 1644487-2015-06776 involves the patient 20 who had laryngeal motility alteration. Manufacturer report # 1644487-2015-06778 involves the patient 21 who had laryngeal motility alteration. Manufacturer report # 1644487-2015-06779 involves the patient 22 who had laryngeal motility alteration. Manufacturer report # 1644487-2015-06756 involves the patient 23 who had laryngeal motility alteration.